Manufacturer narrative:
This report is submitted on october 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site and subsequently was treated with oral antibiotics for a duration of 10 days. However the issue could not be resolved; subsequently the patient underwent skin revision surgery to excise skin at abutment site (date not reported).